Event description:
Information was received that this smiths medical cadd legacy pump exhibited "air in line" alarms. No reported adverse effects.

Event description:
Oracle ro 1073540: alarms "air in line". Additional information received on 30-jun-2020: no further information available. Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 . Summary in h 10.